Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name, - previous brand name: servo-air, - corrected brand, name: base unit, servo-air d4, - version or model #, - previous version or model #: servo-air, - corrected version or model #: 6882000.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's turbine was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's turbine was found defective. The ventilator was investigated on site by our field service engineer. According to information the unit failed pressure transducer test and investigation revealed that the turbine was defective. However, despite several reminders, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The turbine module generates compressed air and delivers air to the inspiratory gas.

Event description:
Manufacturer's ref. #: (B)(4).